Event description:
Cooling blanket under critically ill pt in picu. Blanket noted to be leaking at hose entry site and seam of blanket. Patient's bed was saturated with water and onto the floor. Blanket was removed and replaced with a new blanket. During the time the patient was turned to remove and place new blanket. Patient's o2 level dropped to 50%. Pt was on high vent settings and 100 % fi02 prior to the incident. Pt did not tolerate the movement. Patient also had decrease in blood pressure and required an increase in blood pressure medication.